Manufacturer narrative:
H10: one (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure test and clear passage test was performed with no issues noted. The reported condition was not verified. The remaining sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intravenous (IV) fluid did not flow into the tubing from the drip chamber of two (2) clearlink system continu-flo solution sets. This was observed after the sets were spiked into the IV solution bag during priming. There was no patient involvement. No additional information is available.